Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation resistance tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the white pulse wire was open in the trunk cable insulation. The cause of the hi-pot and insulation resistance test failures is the open pulse wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.